Manufacturer narrative:
A partial lead was returned for analysis in two segments, the connector portion measuring 9.6 cm and the distal portion measuring 44.6 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient presented to the emergency room with dizziness. Upon interrogation the physician observed no capture and no sensing on the rv lead. X-rays indicated the rv lead had dislodged. As a result surgical intervention was taken to explant and the lead. The patient's condition was stable.